Manufacturer narrative:
Correction to bad.

Manufacturer narrative:
Correction to evaluation method code only.

Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Correction to bad.

Manufacturer narrative:
Correction to conclusion and evaluation results code grids.